Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door failure. A field service engineer replaced the latch for door and swapped the latch positions to ensure each board had consistent latch types. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.